Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had slight redness and an opening at the ipg pocket incision site. It was assessed by the physician that the patient had an infection and dehiscence that was related to the device or the procedure. Patient underwent an explant procedure to remove the device. Cultures were taken, but the results are unknown. The patient is in stable condition post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch/lot: (B)(6). Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch/lot: (B)(6). Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch/lot:(B)(6).

Event description:
It was reported that the patient had slight redness and an opening at the ipg pocket incision site. It was assessed by the physician that the patient had an infection and dehiscence that was related to the device or the procedure. Patient underwent an explant procedure to remove the device. Cultures were taken, but the results are unknown. The patient is in stable condition post-operatively. Additional information was received that the culture results came back clear, no bacteria. The physician administered antibiotics for the infection. The patient is in stable condition and the infection has cleared.

Event description:
It was reported that the patient had slight redness and an opening at the ipg pocket incision site. It was assessed by the physician that the patient had an infection and dehiscence that was related to the device or the procedure. Patient underwent an explant procedure to remove the device. Cultures were taken, but the results are unknown. The patient is in stable condition post-operatively. Additional information was received that the culture results came back clear, no bacteria. The physician administered antibiotics for the infection. The patient is in stable condition and the infection has cleared.

Manufacturer narrative:
Corrections to block h6: impact codes the returned precision montage was analyzed, passed all tests performed, and exhibited normal device characteristics. A review of the manufacturing records associated with this ipg model sc-1200 serial number (B)(4) device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labeling review was performed on the precision montage directions for use (dfu). With regard to the reported skin erosion and infection, the dfu specifically note that a possible risk of implanting a pulse generator include possible procedural risk of infection and skin erosion.